Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient experienced the development of an abscess within 24 hours of wearing the pod. The first episode occurred at the end of (B)(6) 2025, followed by a second episode on (B)(6) 2025, which required medical attention at lyon sud hospital. The patient underwent treatment involving wound care and dressings over several weeks. Both pods were from the same lot.